Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he lost consciousness at 1:00 am and his wife called 911. Paramedics arrived and checked his bg which was 28 mg/dl. They started an IV and the patient had a peanut butter and jelly sandwich. When he was able to tell his name, date and year, they determined he was coherent enough, so he was not taken to the hospital. He was not able to provide any cgm values but said he was certain the value did not pass his low glucose alarm setting of 70 mg/dl because there was no alert sound. He stated that he calibrated multiple times after the incident; he could not provide specific values but stated that it was off 20 to 30 points. At the time of the report the following day, the cgm was reading accurately at 320 mg/dl with a bg of 306 mg/dl and the patient was stable and coherent. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.